Event description:
It was reported that upon interrogation, undersensing was observed and recorded on the implantable cardiac monitor. The sensitivity was changed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.